Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received software error on their device. It was reported that the monitor was replaced. No further information provided.

Manufacturer narrative:
The pump passed the self test. The pump was monitored for several days with no error alarms noted. The pump was received with minor scratches on the display window.